Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. An x-ray was performed and the lead was observed to have dislodged. It was noted that difficulty was encountered with securing the suture sleeve down at implant and the physician suspected the suture sleeve contributed to the dislodgement. An invasive procedure was performed. The lead was difficult to remove as helix was difficult to retract and took three attempts with 20-30 turns each time. The physician decided to explant and replace the lead. No additional adverse patient effects were reported.